Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the target was not achieved in both eyes post lasik treatment. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows the system passed successfully all initialization steps and the user performed a gas change, skipped the scanner test and performed the needed energy and eye tracker and fluency test without any issue. According to the provided treatment report the reported treatment could be identified in the logfile. The logfile review shows the info, patient bed position and selected eye do not match, check bed position and selected eye occurred eight times on that day. Every time the user selected the button "continue", so the left eye¿s treatment plan was applied for the right eye or right eye treatment plan was applied for the left eye. This treatment plan for left eye was applied for a right eye. No technical root cause was identified as the product was found to be within specifications. The root cause is user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).